Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, displacement test, and keypad voltage test. All buttons are responding properly. Successfully downloaded the trace and history files using thump. No stuck button alarm noted during testing however, a review of the pump history files shows that on 1/21/2022 there were two (2) stuck key alarms (23:50 and 23:54), on 1/21/2022 there were two (2) stuck key alarms (01:53 and 01:58) and on 1/23/2022 (between 00:25 and 13:11) there were twenty-two (22) stuck key alarms that occurred. The pump was cut open for visual inspection. Moisture damage found on pcba 1, keypad flex tail, and vibrate harness assembly. Stuck button alarms found in the history files are confirmed due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were. Noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label faded, pillowing keypad overlay, and cracked battery compartment. Stuck button alarms are confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.